Manufacturer narrative:
Our field service engineer (fse) investigated the unit on site. The control cable, expiratory transducer tube and the dc/dc standard connectors printed circuit board were replaced. The fse checked the pcb, it had a burnt smell but there was no obvious signs of burn on the pc board. The unit passed all functional and safety tests and was returned to clinical use. The replaced parts were retained by the hospital and not returned for investigation. Neither the control cable nor the expiratory pressure transducer tube can cause or contribute to the reported problem. The control cable to connects the patient unit to the user interface. The expiratory pressure transducer tube connects the expiratory cassette to the expiratory pressure transducer. The pcb converts the incoming dc supply voltage into internal dc supply voltages. A faulty pcb may cause the reported problem. This pcb was the most probable cause of the reported problem. Since the pcb has not been returned for investigation it has not been possible to determine what on the pcb that was the true cause of the problem.

Event description:
It was reported that the ventilator did not start. There was no patient involvement. (B)(4).